Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not pair with the patient's dexcom g7 continuous glucose monitor (cgm) after a user-initiated factory reset, with prior "pairing failed" alerts and concurrent cgm connections to both a dexcom receiver and mobile app preventing pairing with the ilet; after removing the receiver from range, pairing succeeded, setup was completed, with the patient remaining off ilet for several hours after a reported fast-acting insulin injection to avoid stacking. The user experienced a glucose peak of 305 mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact reported. User support included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna/electrical and magnetic communication path when the sensor was paired to multiple devices. It was concluded, based on previously established findings for similar reports, that the cause was traced to an external connection preventing pairing to ilet.